Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had superglue in two places on the battery compartment and was missing half of the ring around the top of the reservoir compartment. The customer¿s blood glucose was unknown. Customer was offered to troubleshooting. Customer stated that battery life seems to be shorter than when the unit was new. The customer stated that the after replacing the insulin reservoir, after hand priming the catheter and installing into the insulin pump to again prime the catheter for the recommended 3 drops, insulin will spray 12-18 inches out of the needle before dripping the 3 times. The device will not be returned for analysis.

Manufacturer narrative:
Device received with normal operating current. Device passed self test. Pump passed off no power test. No unexpected low battery alarm anomalies noted. Device received with broken reservoir tube lip and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).